Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 3 for the same event. It was reported from australia that during a bimax surgical procedure, it was observed that the electric pen drive device started working on its own even when it was switched to lock mode. The electric pen drive device was in use with an attachment device and a hand switch device. According to the report, once the surgeon picked up the electric pen drive device to use on a patient, the blade device from the attachment device came off as it was spinning and just missed cutting both the patient and the surgeon. The reporter stated that the only way to turn off the electric pen drive device was at the wall switch as it failed to turn off when the surgeon put both the electric pen drive device and hand switch device in lock mode. The reporter stated that when the device was turned back on, the same thing occurred. As a result, there was a ten minute delay in the surgical procedure; the surgeon had to use a spare device that was described as big and bulky. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.